Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she had a raw rash under the rear therapy electrodes. During a follow-up the patient reported that her pcp gave her an antibiotic for the rash. She reported that she had only taken a few doses and that the rash had not improved at that time. The final medical outcome of the rash is unknown. No alleged device deficiency.